Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant. Upon completion of the procedure, it was noted that the patient's novel right ventricular lead was exhibiting high capture threshold and was failing to sense appropriately. Micro-dislodgement was suspected. The lead was successfully repositioned on (B)(6) 2020. The patient was stable.